Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device will not returned to arthrex. Device history record review revealed nothing relevant to this event. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to discarded by user.

Event description:
It was reported that the arthrex angel bmc kit was being used in a bma harvest of the proximal tibia. Advancing the needle with a mallet through the tibia was reported to be difficult. It was also difficult to take the trocar out after advancing the needle, although it was easy to pull back the bma. When finally attempting to pull out the needle, the distal inch of the needle without trocar broke-off and was left in the proximal tibia. The procedure was completed successfully.